Manufacturer narrative:
(B)(4). Retainer ring = clear. Thus software was utilized and downloaded trace/history files properly. Unit passed displacement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low failures alarm (variable 3) confirmed in the pump history. Used a test keypad assembly and performed the self-test and no hardware low failures alarm and the audio tone volume functioning properly. Perform visual inspection on the keypad traces and found cracked solder joint at pin 6 (sda) on keypad assembly. In conclusion, hardware low failures alarm (variable 3) confirmed in the pump history due to cracked solder joint at pin 6 (sda) on keypad assembly. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit received with cracked keypad overlay. Unit p-cap / test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump showed multiple pump errors after insulin pump reset. Customer was able to clear the alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.